Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image cut and off by itself due to moving camera as the knob that turns the camera lens seems to be lose. However, the most probable cause for fiber breakage, scratches on outer tube by distal tip, and low light transmission was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited cut on and off on image, fiber breakage, scratches on outer tube by distal tip and low light transmission. There was no patient involvement.